Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part replacement and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a display issue. The customer informed the remote service engineer (rse) that the display stayed dark when attempting to adjust the brightness to the highest setting. The rse advised the customer that they have a 1st generation liquid crystal display (lcd) and would need to upgrade it to the 2nd generation part. The rse provided the customer with the part information for a user interface (ui) printed circuit board assembly (pcba). The customer ordered a ui pcba on 08apr2024. This investigation is ongoing.

Manufacturer narrative:
G: phone: (B)(4).